Event description:
The customer did not specify the reason for the return of the product. They did report that there was no pt/caregiver incident or injury. Inspection of the product shows that the speaker is low in volume and sometimes inaudible.

Manufacturer narrative:
(B)(4).